Event description:
This was a right-sided cardiac lead removal conducted in the ep lab with both an arterial line and fluoroscopy in use. The patient had a total of 4 leads, 2 abandoned leads in the left subclavian and 2 active leads in the right internal jugular (ij) to be removed. The age of the leads in the left subclavian were 20 years and 16 years old respectively. Both right ij were implanted in 2009. The md anticipated the extraction may be difficult and had a CT surgeon present. The md prepped both right ij leads with a lld-ez and began lasing with the 14f sls ii with the addition of the outer sheath. After lasing approximately 1/3 of the length of the right ij the md noticed bleeding around the incision site. The lasing was stopped, the sls was removed and the vascular surgeon proceeded to repair the vessel. There was no significant decrease in the patient's blood pressure and the bleeding was controlled with direct pressure until the vessel tear was successfully repaired with suture. The md then resumed the lead extraction and all 4 leads were successfully removed. The patient was monitored until the CT surgeon was satisfied that the repaired ij was stable. The patient was transferred to recovery with no further complications.

Manufacturer narrative:
There were no device retained for return engineering analysis. There were several unsuccessful attempts ((B)(6) 2011, (B)(6) 2011 and (B)(6) 2011) at obtaining further device information. It was reported the md did not believe the spnc devices were at fault in the patient's injury.